Manufacturer narrative:
H11: the catalog number identified in section d4 has not been cleared in the us but is similar to the rotarex products that are cleared in the us. The pro code and 510 k number for the rotarex products are identified in d2 and g4. Manufacturing review: a manufacturing review was conducted and there was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: no physical sample was received. A physical investigation was not possible. A possible reason for the damage of the tube could be insufficient drainage flow through the catheter which leads to heat development inside the catheter. The increased heat stress in the catheter can melt the tube over the helix damaging it and preventing from further rotations. The possible damage of the tube is described in the instructions for use as a possible complication and does not represent a new risk. A clear root cause could not be identified but catheter helix break represents a known inherent risk. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. Section a through f: the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2026, a patient underwent a percutaneous transluminal thrombectomy and angioplasty procedure using a rotarex catheter. During the procedure, the catheter was rotating, but no blood was draining from the drainage port. The procedure was completed with another device. No patient injury was reported.